Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the communication cable was not connected to the back of the display. The cable was reconnected.

Event description:
The hospital reported that the unit had a system failure. There was no report of patient involvement.